Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose 33 mmol/l. Customer¿s current blood glucose level was 6 mmol/l.customer was treated with manual injection. The insulin pump will not be returned for analysis.